Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5035907) in united states on 02-jun-2014. She had essure (fallopian tube occlusion insert) inserted and experienced the following events: in 2010 the consumer had essure (fallopian tube occlusion insert) inserted. On unspecified date she experienced blurred vision, headache, abdominal pain, hip pain, back pain, and depression. She was diagnosed with inflammation of the cervix and ovaries a week prior to this report and was on 2-500mg antibiotics twice a day plus hydrocodone for pain. She has not had any previous medical issues. She also reported fatigue. She denied cysts and was not on birth control prior to having the procedure done. No assessment was given. Follow-up information received on 17-jun-2014 the required number of follow-up attempts have been made, with no response to date. Case considered closed. Follow-up information received on 18-aug-2015. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0684). Consumer stated that at the age of (B)(6), she had a hysterectomy due to the pain. Case upgraded to incident. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain / pain. This event was considered serious due to medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, no alternative explanation was provided. Consumer underwent a hysterectomy due to the pain. Given its nature, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident due to surgical intervention performed. Additionally, other serious events (unrelated) and non-serious events were reported. A product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Follow up 15-sep-2015: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain / pain. This event was considered serious due to medical importance and listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, no alternative explanation was provided. Consumer underwent a hysterectomy due to the pain. Given its nature, a causal relationship with suspect insert cannot be excluded. This case was upgraded to incident due to surgical intervention performed. Additionally, other serious events (unrelated) and non-serious events were reported. Since no product was provided and no batch number was provided a quality defect cannot be confirmed. Based on available information, there is no reason to suspect that the events were caused by a potential quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring